Manufacturer narrative:
(B)(4). The surgeon discarded the patency capsule retrieved during the surgical procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported patient undergoing patency capsule procedure (B)(6) 2016. Patient reported stomach pain later that day. The day after ingestion of patency capsule the patient was admitted to hospital with obstructive ileus and retained patency capsule. Retained patency capsule was confirmed through abdominal CT scan. The condition was conservatively managed with close evaluation by surgeons. The condition was expected to resolve spontaneously as the patency capsule expected to disintegrate. However, the condition worsened on the third day of admission (4 days after ingestion). 41/2 days after admission surgery was performed. Patient had small bowel stenosis and a 1 cm perforation of the small intestine. The patency capsule was found intact in the perforation hole. Furthermore, there was severe feculent peritonitis. Small bowel resection was performed and small bowel stoma was made. The patient's condition is severe and unstable. He is right now in intensive care unit, transferred to (B)(4) hospital, because of micro-emboli and ischemic complications. (B)(6) 2016 treating physician confirmed that the condition is improving, antibiotics are discontinued. Probable second abdominal surgical procedure planned to restore the intestinal continuity. Patient was released from the hospital (B)(6) 2016.